Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the mdt rep said they were at a clinic and heard about multiple 3058 inss that no longer show "capacity" remaining after performing a longevity measurement but will have the following message "for a new stimulator". Technical services (ts) reviewed that this was normal for a 3058 to display this longevity message after a por. Technical services (ts) asked but rep had no details on the these por events. Additional information received indicated that the mdt rep stated a patient was involved due to their device having gone through the por but patient did not report getting any MRI¿s etc that could have caused this.